Event description:
A trilogy ev300ventilator was reported to have failed calibration during pre-evaluation testing. There was no patient involvement, and no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's 3-way solenoid and proportional valves were replaced to address the issue. The device passed testing after the repairs had been completed.